Manufacturer narrative:
A2 age at time of event: 18 years or older. E1-initial reporter address 1: (B)(6).

Event description:
It was reported that a device fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the stent could not be delivered along the extension catheter. The catheter could not go through and noted that it got fractured. The procedure was completed with another device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1-initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection that at 25.5cm distal from the strain relief, the hypotube of the device was kinked. There was a full separation to the collar weld plate which to which the separated ends were curled indicating there was force applied to the device either during or just prior separation. Microscopic inspection revealed that there was a partial separation to both the collar and the shaft of the device. The tip of the device was damaged and there was blood present within the shaft of the device.

Event description:
It was reported that a device fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the stent could not be delivered along the extension catheter. The catheter could not go through and noted that it got fractured. The procedure was completed with another device. No complications reported and patient was stable post procedure.